Event description:
The user facility reported that during a procedure, the device leaked yellowish oily liquid from the device. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Correction: d9; h3 the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not available/returned for evaluation.

Event description:
The user facility reported that during a procedure, the device leaked yellowish oily liquid from the device. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.